Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the balloon of the commander delivery system burst during inflation. The valve was fully deployed when the balloon burst. There was no residual leak noted by tte and angiography, with a gradient measured at 5mmhg. However, there were difficulties encountered during the withdrawal of the delivery system through the esheath+ and remained stuck in the femoral-iliac vessel. A cut-down was performed. The removal of the delivery system was very complicated, and the distal radiopaque marker of the esheath+ embolized. This event resulted in a prolonged hospitalization of the patient with severe post operative complications, and unfortunately, the patient expired one day post-procedure.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-03616. A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer and h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer and h.6 device codes and type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon material bunched towards nose tip. Radial and longitudinal burst. No apparent balloon material missing. Nose tip material missing. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaints were confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification) likely contributed to the event as provided information indicated presence of calcification at the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Available information also suggests that procedural factors (withdrawal of an altered balloon profile and device manipulation) likely contributed to the event, as evaluation of the returned device showed the balloon material liner bunched towards nose tip. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on patient vasculature and/or sheath's distal end, which would have then led to the experienced retrieval difficulty. In this case, a cut down was performed in order to withdraw the delivery system with an altered balloon profile (burst balloon). It is possible that the burst balloon could be removed, by pulling the nose tip using a clamp during the surgical cut down procedure, and if additional pull force is applied it can further damage the nose tip, and potentially result in the observed separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since there is no product non-conformances or labeling deficiencies were identified, no corrective or preventative action is required.